Event description:
It was reported that after an implantation time of 2 days, the lead was not capturing at 5.0v@0.4sm and the patient was in an underlying escape rhythm of approximately 45 bpm. The lead was repositioned without complaint.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There ws no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regularly device manufacturing.